Event description:
It was reported that a pocket revision was done on (B)(6) 2011 due to device flipping. After the revision a power-on-reset (por) occurred and was cleared. Once the por was cleared everything was fine.

Manufacturer narrative:
(B)(4).